Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a suicide attempt. The patient threw a hairdryer in the bath tub where they were lying. The patient notified the site and it was indicated the patient was no longer suicidal. The event was unlikely/unrelated to the surgery or system and possibly/probably/or certainly related to the stimulation, medication, and a pre-existing/underlying disease. The event was considered completely resolved. Event was previously reported in manufacturer report # 3007566237-2013-00906 as a literature event.